Manufacturer narrative:
The problem could not be duplicated during investigation; there was no observable problem with either signal or reference channels. The issue was confirmed during review of the dms logs and root cause of issue was found to be noise in glucose values. The system disabled the sensor due to a detected performance failure and the system's self-test functions are working normally. D8 updated,was this device serviced by a third party? No h6. Health effect - clinical code updated to 4582 h6. Health effect -impact code updated to 2199 h6. Medical device problem code updated to 1559 h6. Component code updated to 510 h6. Type of investigation updated to 4111 and 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made ware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.